Manufacturer narrative:
H3) a medtronic representative went to the site to test the equipment. The system performed as intended and passed a system checkout. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received clarifying the reported issue. It was reported that it was difficult to determine if the screw was inaccurate because the doctor used a non-navigated driver that was not a medtronic product. It was believed that the system was accurate because the doctor added fiducial screws prior to spine imaging. Accuracy was determined with these fiducials along with known anatomical landmarks. It was noted that the most likely cause of the screw being inaccurately placed was that the physician was using a screwdriver that was non-navigated. The surgeon proceeded to put the screws in without any navigation.

Manufacturer narrative:
H3) a software investigation analysis was initiated to determine the probable cause of the issue. Analysis found that the software was functioning as designed. The surgeon was using a non-navigated driver for placing the screw and felt inaccurate. The accuracy with the navigated instrument felt accurate. Fdm 10, fdr 213, fdc 4315 still apply to this analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: 9735740, version: 1.2.0. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a sacroiliac and thoracolumbar procedure. It was reported that a screw was placed inaccurately (lateral to the plan). The manufacturing representative made and saved a reverse projection with a navigated drill, and the surgeon used a non-navigated driver to place the screw. When the surgeon expressed concerns of the screw being off plan, he checked accuracy with the navigated drill and felt accurate. The screw was then replaced without navigation. There was no impact to patient outcome and a less than 1 hour delay to the procedure as a result of this issue.